Event description:
It was reported that a user did not see glucose readings on the ilet after scanning a freestyle libre 3 plus sensor because the sensor had been started in the manufacturer¿s app rather than the ilet app, resulting in the sensor being paired to another device and not to the ilet. Symptoms included absence of glucose data on the pump display. Outcomes included successful re-education, deletion of the third-party app, application of a new sensor, and successful pairing in the ilet app with warmup time displayed, after which readings were expected. Customer support provided troubleshooting, app removal guidance, and supervised sensor replacement and pairing. Investigation of this case revealed the sensor was in use by another device, preventing data transmission to the ilet, and that correct pairing with a new sensor through the ilet app restored expected behavior. It was concluded, based on previously established findings for similar reports, that the cause was user setup error involving use of a non-ilet application leading to improper sensor-device pairing.